Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. M

Event description:
The customer reported via phone call of issues with high, low blood glucose levels and their insulin pump. The customer states they had issues with no delivery alarm and battery out limit alarm. The customer's blood glucose level was 54mg/dl. The customer treated lows with juice. The customer states their blood glucose levels had been as high as 400mg/dl. Troubleshoot was conducted. The customer is being sent replacement battery cap. The customer was advised to monitor their device and contact their healthcare provider. The customer was advised to call back if issues persist.